Event description:
The following was reported in an article ("a unique failure mechanism of a constrained total hip arthroplasty") in the journal of arthroplasty vol. 23 no. 2 2008. The index pt is an (B)(6) woman with a medical history significant for lung cancer, hypertension, coronary artery disease. The pt sustained a right hip hemiarthroplasty periprosthetic femur fracture after a fall. A trident constrained tripolar acetabular liner (stryker) was inserted into an uncemented stryker acetabular shell that was reinforced with 4 acetabular screws. Three months later, the pt experienced a dissociation of the constrained acetabular liner with no history of trauma.

Manufacturer narrative:
As this info was gleaned from an article, no add'l info is available. It is not known whether these events were previously reported to stryker as the device, pt and hosp info is unk. If device becomes available with add'l info a supplemental report will be issued.